Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles spitting out of o2 spout. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The report is changed from uno to non-uno report. The updated b5 will be: the manufacturer became aware that a user of the simplygo mini had stated black particles spitting out of o2 spout. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient.  No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box h: remedial action init (rfb), remedial action initiated, recall (z) number (rfb) & recall (z) number are updated in this follow-up.

Manufacturer narrative:
The manufacturer previously became aware that a user of the simplygo mini had stated black particles spitting out of o2 spout. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. In box h: problem code grid has been updated in this follow-up.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles spitting out of o2 spout. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.